Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse indicated that the phacoemulsification tip was blocked and failed during set up phase. A small plug/silicone was seen at the end of to the tip. No patient harm reported. A sample is available for evaluation.

Manufacturer narrative:
Additional information: no phaco tip was returned for evaluation. No lot number was identified with this complaint; therefore, a lot history review could not be conducted. Phaco tips are 100% visually inspected by trained operators using 30x magnification during the manufacturing process. A sample was not returned from the customer and no lot information was provided for a lot record review, the root cause for customer complaint issue cannot be determined. No specific action with regard to this complaint was taken by the manufacturing facility because no complaint sample was received to determine a root cause. (B)(4).